Event description:
A revision of an hi pe-insert and oxinium ball head has been reported due to wear.

Manufacturer narrative:
For investigation a hi-lubricer rexpol insert and an oxinium ball head were received. Within the articular surface of the received insert a large quantity of small fragments is visible. The performed laboratory analysis identified the fragments as ceramic material. Since the returned components were implanted to replace a broken ceramic insert it is reasonable to conclude that the fragments belongs to the broken ceramic insert and were not removed during the first revision surgery. A large portion of the received oxinium ball head appears worn away. This corresponds to what can be expected when ceramic fragments are present at the articular interface between an oxinium ball head and a polyethylene insert. Review of the device history record for the involved component did not reveal any material or manufacturing defects that would have contribute to the reported event. The performed investigation suggests that the reported event was due to the implantation of components not suited to be used after breakage of a ceramic component.